Event description:
Mediport that was implanted two years ago and was removed last month. The back of the port was loose. The physician feels that chemo leaked out the back of the port causing tissue damage. The physician placed the patient on an antibiotic and told the patient to follow up in physician's office.